Event description:
Pt reports that on saturday (B)(6) 2025 they had blood in their central line and the cartridge came loose. Pt reports they were getting lightheaded and went to the emergency room. Pt also reports that they did switch to their back up pump but did not notify this pharmacy, so no troubleshooting occurred. Pump serial number is unknown. Pt reports that their back up pump was working, they did not have to change their central line and they were under observation for about 24 hours. Exact date(s) of admittance and discharge, or exact length of ER stay is unknown. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs were not provided. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. If yes, was any medical intervention provided? Went to ER. Is the actual product available for investigation? Yes. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved.